Event description:
During the pta /stenting treatment procedure, withdrawal resistance was encountered removing the express sd delivery catheter from the 6f mach 1 guide catheter. Resistance was initially encountered advancing a ussv balloon. Following removal of the ussv balloon, resistance was again encountered advancing the express sd stent catheter through the mach 1 guide catheter. The stent was successfully placed in the ostial right renal artery. During withdrawal of the stent catheter, resistance was again encountered. Both the express catheter and guide catheter were successfully removed. Upon removal of the mach 1 guide catheter, excess plastic material was found on the catheter tip. The physician suspected the plastic material was the cause of the catheter resistance during the procedure. The patient was reported to have no injuries or complications. The patient's status was reported as "ok".